Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely having received high voltage therapy on the implantable cardioverter-defibrillator. Upon review of the transmission, it was observed there was non-sustained right ventricular over sensing due to noise. It was suspected to be due to electromagnetic interference from the patient's environment. New instructions were provided to the patient to avoid further episodes. The patient was stable.